Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: several alarms exhalation obstructed condition on (B)(6) 2024 started at 16:17:08. Peep value abnormally too high.